Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 34 mg/dl at the time of incident and current blood glucose level was 143 mg/dl. The customer stated that the other blood glucose level was 40 mg/dl. Customer change the basal rate to make their blood glucose lower was 325 mg/dl to 250 mg/dl and 400mg/dl to 300 mg/dl. Customer set the sensitivity was 80 mg/dl and 90 mg/dl. Customer also stated that the active insulin was four hours and blood glucose target was 110 mg/dl and 140 /dl. The customer was treated with hard candy and peanut butter crackers. Customer did not provide any symptoms regarding low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer does not allege insulin pump was over delivering. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.